Manufacturer narrative:
Visual inspection revealed no defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specifications. No open or shorts were detected. Rf ablation testing was verified by using the maestro generator 4000, and the device was found within specifications. During product analysis no damages were noticed on the returned device, the failures reported by the customer could not be confirmed.

Event description:
During a procedure, a intellanav st was selected for use. It was reported that a during ablation the power could not increase to 5w-10w despite multiple attempts. No error codes were displayed. After many attempts, the physician replaced the catheter. No patient complications occurred. No further information was provided. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure, a intellanav st was selected for use. It was reported that a during ablation the power could not increase to 5w-10w despite multiple attempts. No error codes were displayed. After many attempts, the physician replaced the catheter. No patient complications occurred. No further information was provided. The device is expected to be returned for analysis.